Manufacturer narrative:
The device was received. Investigation is not complete. The catalog number provided is the international list number that is comparable to the domestic list number in the "other" field. The domestic list number has a common device name of an 80fpk and has a 510k of k063239. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the float valve in the soluset in the tubing set did not close when the soluset emptied. It was reported the soluset was filled with an unspecified volume of epilim and after an unspecified length of time in use, the soluset emptied. It was reported that the float valve did not close when the epilim delivery was completed. It was not specified if air reached the patient; however, there were no reported adverse patient effects and no reported delay in therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.